Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code 2017: no pre-dilatation performed, improper indication for use aspirin and clopidogrel. Stents: xience v 2.5 x 18 and 2.5 x 28. The 2.5 x 18 and 2.5 x 28 xience v stents are being reported under separate medwatch report numbers. There was no reported product deficiency. Angina, ischemia, and restenosis are known as adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, the xience v was implanted for treatment of in-stent restenosis and no pre-dilatation was performed. The IFU cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis and the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, this may have contributed to the reported patient effects.

Event description:
It was reported that approximately thirty one months post stenting procedure in the mid left anterior descending artery (mlad) with two xience v stents, one 2.5 x 18 and one 2.5 x 28, the first diagonal artery with one 2.5 x 15 xience v stent and the second obtuse marginal artery with one 2.5 x 28 xience v stent, the patient was found to have a positive stress test demonstrating myocardial ischemia. The patient underwent percutaneous coronary revascularization for in-stent restenosis in the two xience v stents in the lad and the xience v stent in the first diagonal artery. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. Though requested, there was no additional information provided.